Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to manufacturer: 9/20/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have the error when reviewing ehl, but the issue was unable to be replicated. The most likely/suspected cause of the customer reported problem was an error in software. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced installed the latest software, and the pump passed all functional tests and performed as intended after repair.